Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a lateral mass fracture occurred intra-operatively because the 4.0 diameter screw was used as a primary instead of a salvage screw and the device labeling does not identify the 4.0 diameter screws as salvage screws.

Manufacturer narrative:
Corrected information in all fields. Further information identified this report is a duplicate of 3012447612-2021-00018.

Event description:
Further information identified this report is a duplicate of 3012447612-2021-00018.